Event description:
Pt sent home with fluorouracil in dosi-fuser for 46 hour infusion attached to port-a-cath. When pt returned for disconnect, there was 5-10ml of fluid inside dosi-fuser outside of the balloon. No visible leaks were noted in the balloon of the dosi-fuser. Pt claims it was not exposed to water. Dosi-fuser 150ml, 3.1ml/hr, lot# 082033l.